Event description:
The provider states the one-arm drive is hitting the upholstery. He states the end user states its a metal linkage that is hitting the upholstery and tearing it up.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.